Event description:
It was reported that intermittently, a malfunction alarm occurred. There was no adverse impact to the customer¿s blood glucose level. During troubleshooting with technical support, the pump was reset to resolve the issue.